Event description:
It was reported that the basket separated from the cable of the ptd during a procedure in a very tight loop graft that was heavily clotted. The basket was retrieved via a grasping forceps. There were no pt complications.